Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) pace/sense lead was placed in the rv appendage and the threshold was measured to be high. In an attempt to move the lead to a different location the physician tried to undeploy the screw. There remained a gap in the lead contacts indicating that the lead helix remained deployed. Numerous attempts were made to retract the screw with no success. The stylet was changed to straight and gentle traction was applied to try to dislodge the lead with no success. The pacing threshold was retested and deemed acceptable so no further action was taken to try to move the lead. The lead helix was redeployed and left in the original location. The lead performance tested appropriately through the device so no further action was taken. No patient complications have been reported as a result of this event.